Manufacturer narrative:
(B)(4). The lens was returned to the manufacturer for evaluation. Visual inspection revealed that the lens was received in two pieces. The haptics were observed complete and with no visible defects. The sample had residuals (debris/particles). There was what appeared to be residue of hardened viscoelastic. The lens condition is consistent with a lens that was explanted from the patient's eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. During the manufacturing of this production order it was confirmed that there is no deviation or nonconformity related to the complaint throughout the process. Based on the manufacturing record review the documentation shows that the production order was manufactured within specifications and the device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported an explant, of a tecnis 1-piece intraocular lens (iol), from the patient's left eye due to impaired vision. A separate MDR is being filed for the explant from the patient's right eye.

Manufacturer narrative:
Age at time of event: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The visual acuity of the left eye was reported to be 20/50.

Manufacturer narrative:
Date of birth is (B)(6). The visual acuity was reported to be 20/50. It was reported that the patient had prior radial keratome. Device available for evaluation: yes. Returned to manufacturer on 6/17/2015. Device returned to manufacturer: yes. Device evaluated by manufacturer: no. Reason for non-evaluation: device evaluation anticipated, but not yet begun. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.